Manufacturer narrative:
This report is submitted on january 25, 2019. Registration number (B)(4).

Event description:
It was reported that the patient experienced a post surgery wound infection and subsequently was treated with oral and topical antibiotics (date not reported). Following treatment, the infection has reportedly started to heal.